Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) has been used as a placeholder based on the reported phone area code. (B)(4). Investigation summary: a device history record review was completed for provided material number 305106 and lot number 9193522. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows six needle assemblies with no packaging blister and with the plastic shield. Three of them have the needle hub a light pink color and the other three have a dark pink color. There is a packaging blister top web next to them from "bvi beaver" company. The other photo shows three needle assemblies with no packaging blister or plastic shield. There is a ruler next to them confirming they are 1/2" long. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. However, the photos received show a packaging blister top web from bvi beaver company. The source of these products is unknown. Root cause description: root cause cannot be determined at this time as the source of these products is unknown. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that different needles were found in the pack of bd precisionglide¿ needles. The following information was provided by the initial reporter: "different needles placed in the pack."